Manufacturer narrative:
The reported event of device deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 30mm amplatzer pfo occluder (7221961) was selected for implant. While deploying the occluder a bulbus deformation was noted. The occluder was removed and replaced with another 30mm amplatzer pfo occluder (7224657). During deployment a bulbus deformation was noted. The second occluder was removed and replaced with a 25mm amplatzer cribriform occluder which was successfully implanted. The patient was reported to be in stable condition. Manufacturer report number: 2135147-2020-00346.